Manufacturer narrative:
Additional from the customer on 06feb2017 regarding the serial numbers of the camino monitors they own (serial numbers: (B)(4)). The customer does not know which monitor was used with the catheter in this incident. The monitors were the regular old camino monitors. It was reported that the monitors were not the problem. The customer used different monitors and different cables and the reading continued reporting "failed catheter."

Manufacturer narrative:
Integra has completed their internal investigation on 02/24/2017 . The investigation included: evaluation of actual device; review of device history records; review of complaints history. The catheter was tested; it met requirements. Lot 305000332049 and 111e00089045 met all requirements before released to finished goods. Complaint history, model 110-4xxx, from feb-2016 through 16-feb-2017 reviewed; there were (B)(4) other complaints that issued with complaint code (B)(4), and (B)(4) of them were confirmed. The number of confirmed reports ((B)(4)) divided by the number of units sold model 110-4xxx, ((B)(4)), (B)(6) 2016 through (B)(6) 2017 and multiplied by (B)(4) results in a failure rate percentage (B)(4)%. Conclusion: the reported customer complaint that the monitor displayed ¿catheter failure¿ when connected to the catheter could not be confirmed. The returned catheter was connected to a mpm monitor as well as a cam02 monitor and the reported failure mode could not be replicated. The catheter was tested for functionality and met all functional test criteria. The root cause of the reported customer complaint could not be determined at this time. It is possible that this issue is a result of a damaged cam cable or sensor board, but the cam02 user manual does not instruct the user to evaluate or replace the cable or monitor. The service troubleshooting manual indicates ¿if a problem occurs with several catheters it could indicate a damaged cam cable or damaged sensor board¿.

Event description:
On 03jan2017, attempts were made to place a 1104bt icp/temperature catheter x 2 on a 25 year old male patient for a craniectomy, debridement of depressed skull fracture and hematoma, and duraplasty. It was reported that these catheters failed immediately upon placement. The monitor read catheter failure. There was no patient harm or injury. However, there was a delay in monitoring. The following day, a codman icp catheter was brought from another facility and placed in the patient. Linked to mfg. Report number 2023988-2017-00004. Sus report# mw5067338.